Event description:
The account alleged the bed exit will not alarm.

Manufacturer narrative:
The account unplugged the tape switches and the bed would alarm. The account replaced the bed exit tape switches to repair the bed.